Manufacturer narrative:
(B)(4) catheter broken. A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications upon its release. Additional information was received. The patient has a tortuous anatomy with an odd narrowing just distal to the aneurysm neck which may have been a rigid plaque with a 90 degree turn in it. In addition, the hub was cut off the stabilizer in an effort to deploy the stent after the catheter had stretched. During analysis of the device, it was discovered that there was blood within the microdelivery catheter. The microdelivery catheter was stretched and separated just distal to the hub. The proximal shaft outer tubing was separated but the inner braid was still inact. The stent was in the microdelivery catheter's distal shaft in its intended location. The stabilizer was kinked and separated just distal to the hub. The stabilizer was jammed inside of the microdelivery catheter. Efforts were made to pull the stabilizer out of the microdelivery catheter after flushing and cleaning, but the stabilizer could not be removed. The guidewire was jammed in the stabilizer and notably protruding through the stabilizer's distal end. The guidewire was pulled out and examined, and no anomalies were noted. The stent was deployed in the laboratory by advancing the stabilizer. The stent met visual specifications and had no anomalies. The mircrodelivery catheter, stabilizer, stent and the guidewire were conforming to their dimensional specifications. The cause of this complaint is unusually high friction between the stabilizer, microcatheter, and/or stent in the system. The root cause of high friction during deployment cannot be definitively determined in this case. Possible causes identified are: highly tortuous anatomy; inadequate flush; manufacturing defects in stent loading. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression to the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. Excessive user force likely accounts for the damages noted to the returned device. It should be noted; however, that the user facility reported that the physician cut the hub of the stabilizer in order to attempt to deploy the stent after having the reported difficulties. The DHR review indicated that all released devices met specification prior to release, including verification of proper stent loading. There is also no indication of misuse, user error or mishandling on the part of the end user. The additional information did, however, state that the patient's anatomy was considered severely tortuous and that this may have caused excessive friction. Based on this information, the most probable root cause of the inability to deploy is considered one or more of the following: excessive tortuosity in the region of the loaded stent, resulting in higher deployment force or excessive tortuosity proximal to the stent, reducing the efficiency of force transmission from the stabilizer to the stent. As this is considered anatomical in nature, a root cause classification of operational context has been assigned.

Event description:
Upon analysis of the device, the catheter was noted to be separated.